Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump were not working and there was a button error alarm. Customer stated that she was looking at the status screen for the units left and the insulin pump was frozen there. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.